Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the right coronary artery. A 3.50x38mm promus element drug-eluting stent was implanted to the lesion. However, a vessel dissection was noted at the distal edge of the stent. To cover the dissection, the physician then deployed a 2.5x16mm promus element plus stent which was also overlapping the previously implanted stent. No further patient complications were reported and the patient's status was stable. The patient is doing well.